Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that while cutting the post femoral condyles, the surgeon cut the provisional.

Manufacturer narrative:
Visual inspection of the returned device found that the device was frayed on the superior-posterior aspect of the lateral condyle. Dimensions were found conforming to print specifications where measured. The had a field life of approximately one year and one month and was used an unknown number of times. This device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Per the surgical technique, ¿if trialing with tasp leave femoral provisional in place until trialing is complete.¿ the surgeon should have completed the resections prior to implementing a trial insert. The root cause is considered to be a misuse by the user.